Event description:
Complainant alleged that while defibrillating a pt the device treated the pt with four discharges of energy and then displayed a "poor pad contact" message. The medic using the device removed the set of electrode pads and observed a burn mark in the center of the electrode pads. A second set of electrode pads were placed onto the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.